Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 274 mg/dl this morning and has been high since yesterday. The customer declined troubleshooting stating that they tried to correct with a bolus with the insulin pump. The customer¿s blood glucose was 417 at the time of the phone call. The insulin pump will not be returned for analysis.